Event description:
It was reported to philips that the allura xper fd20 r8 system was unable to start. The device was not in clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer confirmed that the root cause of the issue was excessive input voltage on the m-cabinet. The philips service engineer adjusted the voltage jumper on the m-cabinet and the system was returned to use in good working order. Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer inspected th system onsite and confirmed that the root cause of the issue was excessive input voltage on the m-cabinet. The philips service engineer adjusted the voltage jumper on the m-cabinet and the host pc was working again. The system was returned to use in good working order. The codes were updated based on the investigation outcome.